Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending. (B)(4), 2011.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
During a lead revision, there was no ventricular output; loss of pacing. The pacemaker was explanted and replaced with a new sorin reply.

Event description:
During a lead revision, there was no ventricular output; loss of pacing. The pacemaker was explanted and replaced with a new sorin reply.